Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the wake button became stuck. Reportedly, the customer had to press on the button multiples to turn the pump back on. There was no reported impact to the customer's blood glucose level.